Manufacturer narrative:
The device was not returned to zoll medical corporation; however, a zoll representative observed the reported malfunction at the customer site. The customer was contacted for the return of the device to zoll for evaluation. The customer indicated that they are retiring the device.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; a zoll representative observed the reported malfunction at the customer site. However, the reported malfunction was not replicated or confirmed at zoll. The device was subjected to functional testing, shock testing, and bench handling with no faults found. Review of the device logs did not find evidence to support the reported event. The device was recertified and returned to the customer. No trend is associated with reports of this type.